Event description:
Treatment of an ica (internal carotid artery) aneurysm measuring 15mm. During pipeline deployment, it was reported that the pipeline could not be released from the capture coil; therefore, it was removed from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The pipeline was found opened and released from the capture coil; therefore, the event cause could not be determined. (B)(4).